Event description:
Pump delivered inaccurately. On an unspecified date, the pump was programmed in the pain management-continuous mode to deliver morphine 25mg/1ml at a continuous rate of "either 2ml or 3ml/hour" and a container size of 250ml. The nurses noted that at the end of the nursing shifts, the volumes delivered were either 14ml or 20ml. The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.